Manufacturer narrative:
Results: the benchmark 6f 071 delivery catheter (benchmark) was bent along its length. The benchmark was kinked approximately 92.0 cm from the hub. The benchmark was ovalized approximately 95.0 cm from the hub. Conclusions: evaluation of the returned benchmark revealed a distal kink and ovalization on the catheter. These damages are likely a result of mishandling during preparation or forceful advancement against resistance. Further evaluation revealed that the catheter was bent along its length. These bends are likely a result of packaging for return to penumbra. A 0.014¿ guidewire was able to be advanced through the returned catheter without issues. Therefore, the root cause of the reported failure could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a medical procedure in the internal carotid artery (ica) using a benchmark 6f 071 delivery catheter (benchmark). During the procedure, while attempting to advance a guidewire through the benchmark, the physician experienced resistance and the guidewire would not advance. Therefore, the benchmark was removed and upon removal, the physician noticed that it was kinked near the distal tip. The procedure was then completed using a new benchmark and the same guidewire. There was no report of an adverse effect to the patient.